Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that surgeon had two dehiscence over the last month; date of procedures is unknown and also that robotic hysterectomy was performed by dr. (B)(6) on (B)(6) 2017. What issue occurred pertaining to robotic hysterectomy procedure by dr. (B)(6)? - dehiscences. Were both procedures robotic hysterectomy and performed by dr. (B)(6)? - yes. Did only 1 of the 2 patients needed additional surgery? - yes. What medical/surgical intervention was performed for the other patient due to dehiscence? - unknown. Please provide following information of each patient separately: date of the initial procedure - unknown. Event date - unknown. How many days post-op did the patient return with dehiscence? - unknown. What tissue was the stratafix used on? - vaginal cuff. Date of the initial procedure? - unknown. What was the condition of the suture during post-op examination? - reported as broken. Size of the dehiscence? - unknown. Lot number - unknown. How is the patient¿s condition? - unknown.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on an unknown date and barbed suture was used on the vaginal cuff. The patient experienced a dehiscence and it is unknown how it was treated. Additional information was requested.

Manufacturer narrative:
The following information was requested, but unavailable: what was the date of the initial procedure? What was the condition of the tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? How much of the incision was open / dehiscence(in cm)? What medical intervention was performed for the ¿dehiscence¿? What was the clinical need to close the vaginal cuff if found open? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? How was it determined that the suture was found broken post op? You reported suture found broken, can you identify where (termination, middle, end)? What are the patient weight and bmi? Do you have any photos of the suture appearance post op? Was the stratafix suture left in place or explanted during second procedure? What is the current condition of the patient?